Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher seized during use. The event occurred during surgery and there was no harm, delay of 15 minutes reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 22, 2020, it was reported that the mesher seized during use. The customer returned a skin graft mesher device, serial number (B)(6) , for evaluation. Product review of the skin graft mesher on february 7, 2020 revealed that the calibration was out of specifications but produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 7, 2020 which included replacement of the screw and comb. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be confirmed during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.